Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. This device delivered four bursts of anti-tachycardia pacing (atp) and two shocks. The therapy was believed to be a result of supraventricular tachycardia (svt). This device remains in service. No additional adverse patient effects were reported.